Event description:
It was reported that during the procedure the guidewire (the device in question) broke while the physician was manipulating it 45cm from the distal mark. The physician had to retrieve the broken piece using a retrieval device. A second guidewire was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
The device in question will not be returned to boston scientific for evaluation as it was disposed of by the user facility.